Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a bent pin on the graphic user interface (gui) central processing unit (cpu) prnted circuit board (pcb). The se replaced the gui cpu and uploaded the software to the current revision. The se performed extended self testing on the device and all tests passed.

Event description:
It was rported that, during an in-service the screen on a 980 ventilator kept resetting. The ventilator was not connetcted to a patient when the malfunction occurred.